Manufacturer narrative:
Additional information is being sought from a local representative to obtain the model/serial number of the device and associated implant date. This report will be updated upon receipt of this information.

Event description:
It was reported that this device was suspected of exhibiting premature battery depletion due to a significant drop in the estimated longevity from the previous follow up appointment. Data analysis is expected to be completed at a future date. This device remains in service. No adverse patient effects were reported.